Event description:
I have used the philips dreamstation CPAP machine serial # (B)(4) for severe mixed obstructive and central sleep apnea for years and learned of the recall for mucosal irritation due to breakdown of the potentially toxic foam insulation when it was announced. I also have had chronic sinusitis requiring 3 nasal surgeries over a number of years. Now I have been battling a flare of the sinusitis and persistent staph aureus infection that has not responded to 4 extended oral antibiotic courses and ongoing nasal rinses with antibiotics. I cannot stop the CPAP due to cardiac risk for atrial fibrillation as well as documented hypoxia without it. I have followed the philips recall protocols and promptly submitted my information time after time when it was requested. I have received company emails to reassure me that the process was proceeding expeditiously. I responded to one such email from a philips vice president with an appeal describing my high risk status and explained the same to a company representative open the phone (with no response). But I am now several years into this process, still having to use my potentially hazardous CPAP machine while watching my health deteriorate despite my best efforts, and I sense that I am just going around and around the same loop with the company. Philips has outsourced the information to another company that has asked for the same information over and over, connected my account to a wrong address and incorrect physician. It is impossible to get my information and medical situation across to them. I need help in expediting (if I can still use that word after over two years) this process before my health suffers further, please. Thank you, (B)(6),